Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the during the procedure ,guidewire(subject device) palmer jacket(coating) appeared to be sheered off when it was pulled out of the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are automated controls in place to ensure that the device and labelling meets specification when released. The subject device is not available; therefore, functional and visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned as reported 'guidewire ptfe coating peeling'.

Event description:
It was reported that the during the procedure ,guidewire(subject device) palmer jacket(coating) appeared to be sheered off when it was pulled out of the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.